Manufacturer narrative:
Kamble, r. B. Et al. (2015). Rare complication of anterior communicating artery aneurysm coiling: transient retrograde amnesia. The neuroradiology journal, 28(3), 325-328. Doi:10.1177/1971400915589683. The axium coils will not be returned for evaluation as they remain implanted in the patient. Product analysis cannot be performed. From the provided information, occlusion of the acom artery does not appear to be due to any device deficiency. The cause of the event could not be conclusively determined from the provided information.

Event description:
Medtronic literature review found a report of infarcts after axium coil implantation. The patient presented with sudden-onset severe headache and vomiting. CT scan and MRI showed an anterior communicating (acom) artery aneurysm without subarachnoid hemorrhage. The patient underwent endovascular coiling of the aneurysm in which axium coils were implanted. The procedure was uneventful except for low blood pressure throughout. The patient was extubated without immediate sensory or motor neurological deficits. After complete recovery from anesthesia, the patient was reportedly confused. The patient underwent a neuropsychiatric evaluation the following day. The patient showed deficits in free recall, verbal and visual learning memory with retrograde amnesia for recent events. The physicians made a working diagnosis of acute stress reaction and the patient was started on escitalopram (5mg at night). The patient¿s condition did not improve after two days. MRI scan of the brain was taken. The MRI showed lacunar restricted diffusion abnormalities in the bilateral anterior fornix, right side putamen, and right peritrigonal region, and left corona radiata. During the post-procedure period, the patient had been on intravenous heparin 2500 iu every eight hours (for two days); after the diagnosis for forniceal infarct, tab. Ecospirin 150mg once a day was started. The final diagnosis of amnesia due to bilateral acute forniceal infarct was made. After three months of follow-up, the patient had near total recovery. The patient had a repeat neuropsychological assessment, which showed minimal deficits in verbal fluency and retrograde amnesia. The patient was unable to remember events in the peri-operative period.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.